Event description:
Per the reporting clinic, the patient experienced incorrect implant positioning during the initial implantation on (B)(6) 2026, resulting in the decision to explant the device. The device was explanted on (B)(6) 2026, and the patient was reimplanted with another cochlear device during the same surgery.